Manufacturer narrative:
This device was discarded and will not be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a recent hospital admission, x-ray imaging showed this right atrial (ra) lead had dislodged. Subsequently, the system was deactivated due to the dislodgement, and the patient was transferred to the implanting hospital. Two days later, surgical intervention was performed to revise the lead. However, lead revision was unsuccessful due to helix extension issues, and this ra lead was explanted and replaced without incident. No additional adverse patient effects were reported. The lead was discarded at the facility and therefore will not be returned for analysis.